Manufacturer narrative:
The complaint of particulate matter on item kl-va202u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The customer reported foreign matter inside a vial bottle when used with a chemosafelock vial adapter. The event occurred before use to the patient. There was no reported impact of event on any patient nor any medical institution worker. There was no patient involvement and no patient harm. The customer provided the following additional information on the 27jun2025: based on the sample evaluation, we were not able to identify any irregular physical properties suggesting that the reported issue originated from the manufacturing process. Hence, we have determined not to request any investigation. Please close this complaint.